Event description:
Customer reported receiving a motor error alarm during bolus and stated that they are not getting any insulin delivery. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was 500 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime/a33 test due to faulty force sensor resistor. No motor error alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.